Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014).the lay user/patient¿s meter and mini usb cable and ac adapter have been returned on 02/21/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The usb cable and ac adaptor involved with this complaint were also tested and have failed testing. The usb cable was found to be defective. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.